Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the left iliac artery via the left femoral artery approach, the catheter head end was allegedly boomeranged immediately after a period of normal working. It was further reported that when the catheter was withdrawn, the head end was allegedly remained in the lumen of the blood vessel. Reportedly, a foreign body trap was used to take the catheter head end out. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the left iliac artery via the left femoral artery approach, the catheter head end was allegedly boomeranged immediately after a period of normal working. It was further reported that when the catheter was withdrawn, the head end was allegedly remained in the lumen of the blood vessel. Reportedly, a foreign body snare was used to take the catheter head end out. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was not returned for evaluation and a physical investigation was not possible. Photos were provided for review. The user provided report contains information regarding helix break. Provided images shows broken helix entangled with the stent. The reported malfunction - helix break can be confirmed. Therefore, the investigation is confirmed for the reported helix break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2024). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.